Manufacturer narrative:
Follow up #2 (06/20/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the alleged error message was observed on the error log but could not be reproduced in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (05/09/2013)-device evaluation: the test strips involved with this complaint have been returned, however, testing has not yet begun. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. The patient also returned test strips (lot# 3326378); the test strips were evaluated and er4 was observed with control solution testing.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.